Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the recently implanted patient never regained consciousness in spite of weaning sedation. Computed tomography angiography of the head/neck was completed which showed massive stroke consistent with acute ischemic infarction involving bilateral cerebral hemispheres along multiple vascular territories on post-operative day one. There were no changes in anticoagulation. The patient passed away due to the massive stroke. The outcome was considered to be device or therapy related. Device parameters were within normal limits.

Manufacturer narrative:
Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the pump remained in use supporting the patient until the time of their death. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.